Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to suspected infection. Reportedly, the pacemaker was unable to be implanted due to connection issue and was an attempted implant. There were no additional adverse patient effects reported. The pacemaker was explanted.